Manufacturer narrative:
(B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent was bent along the shaft. The suture string and positioner were not returned. A functional evaluation noted that a 0.038" mandrel and no resistance was felt. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, most likely the physician's technique along with the interaction of the stent with other devices can lead to the reported event. However, the device was loaded with a 0.038" mandrel and no resistance was felt, reason why the reported event is not confirmed. Additionally, a bent was found in the stent shaft. The physician's technique and the force applied in order to advance the stent most likely can lead to device's bents. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. Overall, since the reported event was not confirmed and during product analysis the device was able to advance with no resistance, the most probable cause for the complaint is "no problem detected". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stenting procedure in the kidney, performed on (B)(6) 2021. During the procedure, it was noticed that the stent was difficult to push into the cystoscope. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of stent kinked inside the patient.